Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query/review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified.

Event description:
It was reported that the procedure was to treat a concentric, chronic total occlusion in the mid left anterior descending artery (lad) with moderate tortuosity and 100% stenosis. The vessel diameter was 2.5 mm and the lesion length was 10 mm. A non-abbott guide wire crossed the lesion, the guide wire was replaced with a balance middleweight (bmw) elite ii guide wire using a non-abbott guiding catheter. When an attempt was made to remove the non-abbott guiding catheter, strong resistance was met approximately 5 cm from the distal end of the bmw elite ii guide wire. Thus, the bmw elite ii guide wire and non-abbott guiding catheter were removed out of the patient anatomy as a single unit. A non-abbott guide wire was advanced to the lesion with the support of the same non-abbott guiding catheter. The non-abbott guide wire was replaced with another non-abbott guide wire and no problem was observed when removing the non-abbott guiding catheter. A 2.5x16 mm non-abbott stent was implanted to successfully treat the target lesion. There was no reported adverse patient effect and no reported clinically significant delay in the procedure. No additional information was provided.